Manufacturer narrative:
The device has been received for analysis, and currently the investigation is in progress. This report will be updated upon completion of analysis.

Event description:
It was reported during the procedure, the rv lead dislodged upon implanting the lv lead. Loss of capture occurred, and the physician tried to retract the lead while the suture sleeve was still attached. As a result, the lead body was damaged. Another lead was required to complete the procedure. No adverse patient effects were reported. The lead is expected to be returned for analysis.

Event description:
It was reported during the procedure, the right ventricle (rv) lead dislodged upon implanting the left ventricle (lv) lead. Loss of capture occurred, and the physician tried to retract the lead while the suture sleeve was still attached. As a result, the lead body was damaged. Another lead was required to complete the procedure. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection of the lead found that the helix mechanism was retracted. A laboratory technician tested the helix mechanism and found it was nonfunctional, confirming the clinical observation. It was confirmed by analysis that the lead had damage consistent with the lead being twisted. Could not confirm dislodgement or failure to capture, the lead tip and helix appear intact and undamaged. The lead passed electrical testing.